Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. Evaluators left the unit running for an hour, with the brightness on, then turned the unit off and on multiple times and could not duplicate the user¿s reported failure. Additionally, a non-olympus bulb was installed in the subject device and giving a reading of 200 hours. A new scope socket is recommended as the locking mechanism is not locking properly, though still covering the pins. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying an e103 error code and the spare lamp was coming on instead of the main lamp. According to the initial reporter, he has attempted replacing both lamps and that was unsuccessful. Reportedly, turning the unit off and back on was enough to get the subject device functioning properly and complete the intended diagnostic procedure. Per the initial reporter, in addition to this specific event, this same failure mode on this device has occurred several times a day since (B)(6) 2022. Report with patient identifier (B)(6) is being submitted to capture the initially reported event. A second, generic report to capture the unknown number of related events is being submitted under patient identifier (B)(6). There were no negative impacts to any patient reported as a result of these events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a non-olympus bulb being used. Olympus will continue to monitor field performance for this device.